Event description:
Customer reported problem with the door alarm on this pump. Problem was found during biomed testing of this pump. No add'l info on this problem is available at this time. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for eval.